Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient experienced a supply bag lines are blocked alarm coincident with peritoneal dialysis therapy. Treatment data was provided to technical support. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred on during drain 2 where 4734ml drained. This drain is 237% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2000ml is 3600ml. Therefore, a reportable malfunction has occurred. The technical support representative advised the patient discontinue use of the cycler and notify their peritoneal dialysis nurse of the event. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. The resulting treatment data sheet reflects the programmed treatment settings. There were no discrepancies encountered in the internal inspection of the cycler. The cycler weighed fill volume values were within tolerance. The system air leak passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
'.'